Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. There was an attempt to obtain additional pertinent information but was unsuccessful. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. An x-ray was performed in which no fracture was noted. Further, this right ventricular (rv) lead passed all testings performed. Hence, the rv lead met its specification.